Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the medium-large clip applier instrument had a broken jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier in reference was not used on the patient as we were unable to load a clip due to the broken jaw. We completed the case using another clip applier. As stated on the initial form, no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken grip at the top of the grip. A piece approximately 0.024" x 0.080" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. Additionally, the instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts.